Event description:
The account stated that the cell-dyn 3200 analyzer is generating imprecise results which are not reproduced when retested. The account provided an example of a patient who's hgb result was repeatedly 6.0 g/dl. The patient was then sent to the hospital but was released as the hgb and hct results were "normal" (results not provided). There was no impact to patient management.

Manufacturer narrative:
(B)(4). The initial medwatch had an incorrect date of (B)(4) 2009. The corrected date is (B)(4) 2009. Evaluation (B)(4): other, sensor, photo interrupt, (B)(4). In response to this issue a field service representative (fsr) was sent to inspect the instrument. The fsr replaced the low tube height sensor [sensor, photo interrupt, (B)(4)] which was the cause of the tube misidentification and short sampling erratic results. As a precaution, the fsr also replaced the shm 1 and cleaned the closed mode needle. The fsr performed a successful open/closed mode precision, confirming resolution of the issue. A review of the complaint history for the cell-dyn 3200 (B)(4) from the complaint date ((B)(4) 2009) until present found no other complaint related to the reported issue. Additionally, a review of the complaint trending system was conducted and found no adverse trends. Based on the investigation, it has been determined that the cell-dyn 3200, list number 04h60-01, is performing as intended. No product deficiency was identified. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.